Event description:
Device malfunction: none. Symptoms/ae: reperfusion edema. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt experienced worsening of expressive aphasia and right-sided weakness, diagnosed as reperfusion edema. The condition is continuing and improving. Four days post-procedure, the pt was discharged to home. There was no add'l info provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Neurological events are known potential adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.